Event description:
It was initially reported that when the pt's vns was interrogated the message "failed to receive all bytes in sequence" showed up. Battery life calculation showed the pt's generator to be at an estimated (-) 0.93 yrs until at end of battery life. The pt's physician felt their generator was at end of battery life. The pt was referred to their surgeon and x-rays were taken that per the surgeon showed a possible lead discontinuity. No surgery date set at this time for replacement of the vns system. Good faith attempts are being made for additional details about the reported event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.